Event description:
It was reported that the video system center was not working properly, the light guide cable could not be attached to the device. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.